Event description:
The customer called for help with his contour meter. While troubleshooting, he performed a control test and received a result of 211 mg/dl. The normal control range was 107-148 mg/dl. No adverse event was alleged. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.